Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event log file captured com a fault flags and driveline communication fault alarms on (B)(6) 2021. No other notable events were captured, and the pump appeared to have operated as intended throughout the captured data. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came to clinic with a driveline communication fault alarm. The alarm was cleared but returned overnight. Log file analysis captured fault events starting on (B)(6) 2021 at 15:34 that continued for the remainder of the log file. Both the modular cable and controller were exchanged; it was unclear if the fault alarms resolved and if so, which exchange resolved the alarms. Related MFR #s 2916596-2021-06399, 2916596-2021-06794.